Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554-53 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the both the right atrial (ra) lead and the right ventricular (rv) lead dislodged. Both ra was explanted and replaced and rv lead was capped and replaced. No patient complications have been reported as a result of this event.